Manufacturer narrative:
No customer returns were available for evaluation. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 03120i000 was evaluated using world wide data from abbott link for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 03120i000 is within the established control limits. Based on the investigation, no systemic issue or deficiency was identified for lot 03120i000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer recently switched from another pth method (roche) to the architect ipth method and noticed an increase in the number of positive patient results. According to statistics compiled, the positive rate of the customer's samples was 44.3%. The clinical physician thought that architect ipth results were skewed high. The following examples were provided between methods. (B)(6). No adverse impact to patient management was reported.